Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that upon inserting the catheter into the sheath and performing aspiration and flushing, the physician observed air bubbles at the catheter tip. This issue was not present when using other catheters. Multiple attempts at aspirating and flushing were conducted to confirm the issue, but the air bubbles persisted. The catheter was also withdrawn from the sheath during troubleshooting. Ultimately, the physician requested a new catheter, which was successfully used to complete the procedure. No patient complications occurred. The device is expected to return for laboratory analysis.